Event description:
It was reported that the patient died on (B)(6) 2012. The cause of death was waiting for the medical examiner. It was noted that the patient suffered a brain injury and went under water and had no oxygen to the brain. It was reported that the death was not believed to be related to the implanted device. The device was explanted after the patient's death prior to cremation and returned to the manufacturer.

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type extension product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product type extension product ID 3389s-40 lot# v742351 serial# implanted: (B)(6) 2011 explanted:; product type lead product ID 3389s-40 lot# v742351 serial# implanted: (B)(6) 2011 explanted:; product type lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found. Final device analysis of both extensions revealed no significant anomalies. The extensions were cut through, segmented.

Event description:
Additional information was received from the nurse who received the patient's remains from (B)(6). The hcp stated the cause of death was a 'tragic accident' and that the cause of death was not related to the implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.